Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the pacu nurse started an epinephrine infusion and noticed leaking at the top of the tubing. The tubing was changed and the patient transferred to sicu. There was no report of patient harm.